Event description:
Inserted dexcom g7 sensor which failed immediately before providing any readings, which is a problem. There is a second problem, which is that the adhesive dexcom uses to adhere the g7 sensors is so aggressive and does not respond to any medical adhesive removers that it creates painful welts, which aren't as bad after 10 days, but with sensors regularly failing, there is premature removal. So defects in manufacturing, combined with possibly unapproved aggressive adhesive, makes the problem much more serious than it needs to be.